Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device. On (B)(6) 2023, the patient reported that they were feeling off, weak and dizzy. The cgm was displaying 40 mg/dl and the patient's bg was 666 mg/dl. The patient went to the emergency room and was treated with insulin for hyperglycemia and medication for high blood pressure. At the time of the report, the patient was still feeling weak but reported to be getting better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.